Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device experienced the image jumping and, when checking the optics, it was pinched/twisted in the center during installation. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, g3, h2, h3, h4, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In in addition, the following reportable malfunctions were identified during the device evaluation: the r-unit is broken, and the outer tube is deformed. Based on the results of the investigation, the r-unit is broken and, therefore, the insertion pipe does not rotate smoothly, and the outer tube is deformed, and therefore the parts are not dissed-/reassembled. However, a probable cause for the r-unit being broken, and the outer tube is deformed could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.